Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log confirmed the reported event of a firmware error. A definitve root cause could not be determined.the dexcom g4® platinum continuous glucose monitoring system rev. 11, under section 13.8.2 receiver error code notes the following: this screen shows an error code that means the receiver may not be working properly. Write down the error code and contact dexcom technical support. Continue to check your blood glucose value using your blood glucose meter. No alert sound or vibration will warn you that you are no longer getting sensor glucose readings.